Event description:
Reportedly, the surgeon fully inspected the staple line of the anastomosis and it looked good. The surgeon sent the patient home. A few days later, the patient had an acute pain in their abdomen, elevated white count and a pocket of air in the diaphram. The patient returned for a re-operation in 2003, the surgeon took out the original anastomosis, cut the specimen open, the staple line looked fine, except the distal 10% of the line. According to the surgeon there was a definite hole in the anastomosis.